Event description:
Regulatory agency reporting, on behalf of a healthcare professional, rupture of the device. The affected side is unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.